Event description:
The kincise impactor from depuy is too hard to clean to the point it is dangerous. It is only hand-washable, not submersible, and all encased is black. It is constantly being sent back after cleaning due to finding additional blood on it, despite great efforts from the technicians.